Manufacturer narrative:
Eric g. Huish, et al. "Failure of wrist hemiarthroplasty" 1-7. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - zachary lum, h. Brent bamberger, and marc a. Trzeciak.

Event description:
It was reported in a journal article that two patients underwent wrist hemiarthroplasy procedures and were subsequently converted to total wrist arthroplasties due to ulnar pain. No further information is available.